Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smart ablate generator (model# m-4900-07 serial# (B)(4)). Smart ablate pump (model# m-4900-08 serial# (B)(4)). St. Jude medical ramp 8.5 french sheath (model# unknown lot# unknown). Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for right atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the physician felt a steam pop. Immediately post-procedure, a tamponade was detected. A pericardiocentesis was performed and yielded 750ml of fluid. Patient was reported to be in stable condition. Patient was transferred to the operating room for a thoracotomy. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and that it occurred as a result of the steam pop during ablation. It was noted that the adverse event occurred during ablation of the right atrial cavotricuspid isthmus (cti) line. No transseptal puncture was performed. Sheath used was a st. Jude medical ramp 8.5 french. Generator parameters included power control mode with thresholds of 45 watts, not titrated and 42°c. There is no information regarding generator settings at the time of injury, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30ml/min. Patient received anticoagulant during the procedure with a target activated clotting time of 350 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an ablation procedure for right atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the physician felt a steam pop. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/05/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).